Event description:
It was reported that the set cap popped out of creo mis screw post op.

Manufacturer narrative:
The part was not returned for evaluation. The purpose of this investigation is to evaluate the reported issue of cap loosening. Visual inspection of the imaging was not provided before the due date of the complaint. The hazard/failure that matches the identified failure discussed above from the system risk analysis is implant migration. For the observed risk level calculation, the occurrence rate is based on the number of related complaints to the hazard divided by the total number of locking caps sold for the creo mis system. As shown above, the calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.